Event description:
It was reported that during a system check the right ventricular (rv) lead was undersensing. The lead was reprogrammed which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010. (B)(4).